Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: mentor memorygel breast implant 575cc, catalog number 3505751bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a mentor memorygel breast implant 575cc and experienced rupture on the left side. Rupture was confirmed via MRI. As a result, the patient will undergo removal on (B)(6) 2020.

Manufacturer narrative:
A photo of the device was returned for evaluation. Photo evaluation summary: upon visual inspection of the picture, it was observed that the implant was rupture. The photo does not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. All mentor product is 100% visual inspected prior to release. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information was received indicating the patient underwent removal and replacement with mentor memorygel breast implants 575cc, catalog number 3505751bc, serial number (B)(4) (l) and (B)(4) (r). Manufacturer¿s reference number: (B)(4).